Event description:
The complainant reported the insertion of impella 5.5 device to a patient undergoing a high-risk percutaneous coronary intervention (pci) was unsuccessful. The device was unable to pass through the axillary artery, proceed down to the left ventricle after attempts and different techniques. Consequently, the impella 5.5 implant was aborted, and the physician attempt with an impella cp which was successfully placed. After successful insertion of the impella cp, the physician proceeded with pci of the left main internal mammary artery to the left anterior descending artery with percutaneous coronary angioplasty and stents (x2) placement. The patient was transferred to the unit intubated and sedated noted to be in stable condition. Two days after start of the impella cp mechanical circulatory support, the patient experienced ventricular tachycardia but resolved. The next day, the patient was taken for a right heart catheterization and new pulmonary artery catheter placement. The plan was to wean and explant the impella cp. However, three days later, the patient remained intubated and sedated, family decided to withdraw care, and the patient would subsequently expire.

Manufacturer narrative:
Although care was withdrawn, there is not enough evidence to exclude the impella cp device as an associated factor given the arrhythmic event that occurred three days prior to the patient¿s demise. The untoward impact, if any, is unknown. This is one of two devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-30712 for the report on the impella 5.5 device that was unable to be delivered. The impella cp device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.